Manufacturer narrative:
The instrument was returned with the main tube and distal tip detached from the housing. Per the customer reported complaint, engineering evaluation observed that the distal end drive cables and conductor wires have been cut at the interface between the metal proximal clevis and the main tube. The distal end of the main tube is broken on one side. The evidence is not conclusive, however, a likely failure mode is a dislodged proximal clevis due to excessive overloading at the tip, which resulted in the inability to remove the instrument from the cannula and required the cables/wires to be cut. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure a fragment broke off of the maryland bipolar forceps instrument and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.